Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the fenestrated bipolar forceps instrument broke off and fell inside the patient. Although, the fragment was retrieve and there was no report of any patient, harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure, the jaw of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The broken fragment was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) stated the fragment was retrieved using a laparoscopic grasper instrument and was used through the existing da vinci port. The instrument had been in use for at least one hour as the surgeon was grasping the peritoneum at the time of the breakage. There was no post-operative test performed and no post-surgical complications noted. The procedure was completed robotically with no patient injury or harm.